Manufacturer narrative:
The single-site fenestrated bipolar instrument will not be returned for evaluation. However, the customer provided photographic images of the instrument. Based on previous cases and in-house testing, it was determined that excessive loading at the instrument tip during retraction can cause the instrument shaft to scrape against the distal tip. This scraping can cause breakage of the instrument main tube and the material can bunch up ahead of the damage. The cannula does not have to be damaged to break the skin of the main tube. As the instrument is not returning for failure analysis investigation, engineering is unable to confirm if the reported failure mode was caused by mishandling/misuse. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: a piece of the instrument allegedly broke off and fell inside the patient. The broken piece was retrieved during the same procedure. However, at this time it is unknown what caused the breakage.

Event description:
It was reported that during a single site da vinci assisted hysterectomy procedure, as the assistant went to remove the single site fenestrated bipolar instrument from the single site port, the instrument would not come out. The outer sleeve of the instrument was wrinkled up against trocar tip and the edges of sleeve were frayed. The surgical assistant took a laparoscopic instrument and pulled the plastic sleeve off of the fenestrated bipolar instrument to remove it from the patient. Some of the instrument tube material fell into the patient but the hospital reported that all pieces were removed. There was no report of patient harm, adverse outcome or injury.